Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the lead was stretched. Additionally, all conductors were stretched, the inner insulation was kinked buckled, the inner insulation was torn, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst noted that the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that the lead helix did not fully extend during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.